Manufacturer narrative:
H6 - 4581: refractive surprise h6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. Due to low vault and refractive surprise, the lens was exchanged for a same model, different power but longer length lens. The problem was resolved. Cause of the event was reported as unknown.